Manufacturer narrative:
UDI number added.

Manufacturer narrative:
The device was not returned to the factory for evaluation as the remote application specialist was already involved and established that nicu mx500 systolic and diastolic values are extremely low on a new installation just one month ago. A neonate was treated with dopamine based on the false low nbp values. The newborn patient was prepared for transport, the transport caregiver repeated the newborn nbp measurements (w/ non philips nbp device) and the values were not low. The biomed has performed nbp simulations and confirmed that the nbp systolic and diastolic values are approx 10-12 mmhg lower as expected. A field service engineer was dispatched for an onsite service and went through a few steps of troubleshooting with both the customer¿s simulator and the his simulator and after set up both and testing, the fse noticed he is getting the same low nbp number from both simulator kits. His next step was to do a nbp accuracy test and calibration. The fse went through the calibration setup and after calibrating the mx500 monitor, he tested again with both of the simulators and was still getting the same results. There are 5 philips vs4 monitors have been in place for the mx500¿s until a resolution is provided. The issue was resolved after the change to the default patient category at the piic ix. As described in the instructions for use (IFU) "for patients being monitored by an intellivue patient monitor you can assign a profile to a patient at the bedside monitor. The information center always sets the default patient category and paced mode default setting, and in monitoring mode, these can be changed either at the information center or at the bedside monitor within the profile." All the monitors was requested to be tested for nbp per customer. This request has been completed by the fse and there were no issues with any of the monitors. All the monitors had accurate nbp testing. The problem was solved by selecting the correct patient category at the piic ix which is considered as all that is warranted for this issue. The product remains at the customer site. It has been established that there was no product malfunction, the issue was caused by a wrong patient category. Additionally, the available information from this report does not support that this failure represents a systemic, design, or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information has been requested, but was not available at the time of this report.

Event description:
The customer reported that "mx500 neo monitors are giving lower nbp readings". The device was used for monitoring at the time of the alleged malfunction. False low nbp readings lead to drug administration to a 1 day old patient, there are no further patient data provided so far.